Event description:
Customer was hospitalized due to low blood glucose. Blood glucose was 65 mg/dl at the time of hospitalization. Customer's mother stated that blood glucose fluctuates a lot and the sensor does not keep up with the customer. They calibrate 3 to 4 times per day and make sure the blood glucose readings are stable. Customer states that the perceived cause of the low blood glucose was settings being changed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.